Manufacturer narrative:
Patient was re-operated, which is considered a serious injury, assumed to be due to an adverse event. Device history records review indicates that the product was built per specifications. As there is no other data available on this case, there will not be a follow-up report. Device not available for return.

Event description:
While entering implant registration information into the tracking database, it was noticed that a patient received a second mitral valve 2 years po-op. The first valve was onxmc-25/33 s/n (B)(4) on (B)(6) 2007; second valve was onxmc-25/33 s/n (B)(4) on (B)(6) 2009, same hospital, same surgeon (dr. (B)(6)). As this patient had to endure a re-operation which would have been due to a valve-related adverse event, this case is deemed to be reportable. There is sufficient information to make this MDR report. As the record of this second valve is now several years old, the chances of finding out what happened are nil, and the explanted valve is assumed to have been disposed of at the hospital. Therefore, the MDR is being filed on the basis of available information.